Manufacturer narrative:
During on site investigation, the service tech found the system to be operating within specifications. The root cause could not be determined. (B)(4).

Event description:
Surgeon reports the nomogram is not correct with higher order myopia as overcorrections took place with different physicians. No additional information was provided.